Event description:
It was reported that the bulbs on a carotid bypass shunt was smaller than usual and the device continued to slip out during placement. The physician was able to fixate the shunt within the vessel and successfully complete the procedure w/o harm to the pt.

Manufacturer narrative:
The lot number for the device was provided and a review of the device history records was performed. No non-conformance issues related to the procedure steps and inspections were found through DHR review. This lot met release criteria. The complaints sample has not been returned for eval to date. The current instructions for use (IFU) states: important: there are various techniques used in placing and affixing carotid bypass shunts. These shunts should be used only by qualified physicians thoroughly familiar with endarterectomy and patch-graft angioplasty techniques. Carotid bypass shunts are influenced by three significant factors: the size, configuration and disease state of the artery. The design and dimensions of the shunt. The stabilization technique to hold the shunt in place. Stabilization can be accomplished by many techniques, including vessel loops, umbilical-type tapes, heavy ligatures, tourniquets, or surgical clamps. Surgical clamps should be appropriate in size and design for the shunt chosen. Warning: when there is an incompatibility between the stabilizing technique, the artery and the shunt, slippage can occur. In order to avoid slippage and/or vessel damage or disruption when the clamp technique is utilized, users should ensure that the clamps they employ are compatible in size and design with the particular shunt they intend to use.